Event description:
During a supraventricular tachycardia procedure, when the catheter was inserted into the patient, the tip pressure value of the catheter could not be displayed, resulting in a delay. The impedance was 999, and the shape of the catheter was distorted. After the catheter was pulled out of the body and re-inserted, the pressure value still could not be displayed. Restarting the 3d system and tactisys, and replacement of the tactisys and various other related tail lines, did not resolve the issue. The issue was resolved after replacement of the catheter and the procedure was completed without adverse consequences for the patient.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported optical issue remains unknown.